Manufacturer narrative:
Reported event: an event regarding loosening involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
"Reason for event: original shell was [implanted] vertically. Over time, poly wear may have caused an osteolytic response and loosened stem. Surgery: surgeon removed [accolade cemented stem, omnifit distal spacer, biolox 36 -2.5 head, 36f x3 0° liner, 58f tritanium hemispherical cluster hole shell, and 2 screws] and replaced with a new [stryker shell, liner, head] and restoration modular stem. Cup and stem well positioned - patient stable. Surgeon reported the shell had initially been implanted in a vertical position, the shell did not move but did contribute to liner wear.